Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained ventricular oversensing episodes were observed due to intermittent ventricular capture. The patient was brought into clinic for programming changes and was in a stable condition. The patient will continue to be followed up normally.